Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's lead, exhibited low out of range pacing impedance measurements along with noise. The pacing configuration was set to bipolar with acceptable pacing impedance measurements obtained. Boston scientific technical services (ts) discussed additional troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
A lead replacement was being planned but has not yet occurred. This report will be updated should additional information become available.

Event description:
Additional information was received indicating out of range pacing impedance measurements continue to be observed. The patient experienced pocket stimulation when in unipolar configuration. No adverse patient effects were reported.